Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of about 50 mg/dl. The customer reported that the battery of the insulin pump was just changed and might have contributed to the low blood glucose levels. Troubleshooting was done. The customer reported that the insulin pump might have been exposed to a strong magnetic field. The insulin pump passed the displacement test. The customer was advised to monitor the blood glucose levels and contact the health care provider should the low blood glucose levels continue. No additional information was provided.